Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient's device was showing low impedance readings. After the implant of the patient's device, impedances were checked and it was found that case and #10, and case and #11 electrodes had impedances of 700 ohms, and electrodes 10 and 11 had an impedance check of 34 ohms. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.